Event description:
This lead was implanted on (B)(6) 2002 and remains implanted. The patient called into patient services on (B)(6) 2012 and stated his lead is poking him and he can feel it pacing. He was referred to his md. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).